Event description:
It was reported that the customer had a a33 alarm on the insulin pump. The customer's blood glucose level was 172 mg/dl. The customer was advised to disconnect and go to a back up plan. The customer was advised that the insulin pump will need to be replaced. The patient was advised to call back when the new insulin pump arrive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. No compromised force sensor system alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.